Event description:
This resident was showing symptoms of respiratory illness on (B)(6) 2020 so was tested within our facility using the bd veritor system for rapid detection of sars-cov-2; the result returned positive. The resident's primary care physician, dr. (B)(6), requested a pcr test be done on the same date because based on other diagnostic testing, she felt it was unlikely his symptoms were related to covid-19. Pcr sample was collected on (B)(6) 2020 and sent to (B)(6) in (B)(6). Results from this sample returned negative on (B)(6) 2020 so dr. (B)(6) and (B)(6) county public health recommended a second pcr sample be sent for testing. The second sample was obtained on (B)(6) 2020 and was sent to (B)(6) hospital lab in (B)(6); results from this sample returned negative on (B)(6) 2020. With two negative pcr tests, (B)(6) county public health and dr. (B)(6) have determined the initial antigen test performed with the bd veritor system to be a false positive result. FDA safety report ID# (B)(4).